Manufacturer narrative:
Adjustments were made to the system, and it was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that motorized movements were unavailable due to intermittent geometry issues on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.